Event description:
Follow-up information revealed the patient underwent surgical intervention where his ipg was explanted and replaced with a different model whcih resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing sharp pain at the ipg site when she bends. Reprogramming was unable to resolve the issue. Subsequently the patient may undergo surgical intervention as the next course of action. Concomitant medical products: the patient also has a model 3288 lead and a model 3289 lead implanted. However, the implant dates are unknown.